Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor lost communication with the ilet bionic pancreas and later reconnected, and the user received education to contact customer care if a sensor is disconnected for extended amounts of time. No clinical signs, symptoms, or conditions were reported. Outcomes included no alerts or alarms and no need for medical intervention. User support included troubleshooting and education. Investigation of this case revealed transient signal loss between the cgm sensor and the ilet, which resolved after reconnection, with no device hardware issue identified. It was concluded, based on previously established findings for similar reports, that the cause was environmental or user-related factors affecting cgm-to-pump communication.